Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information was requested, and the following was obtained: how was surgery successfully completed? No further information is available. Please provide lot number, no further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, when suturing the blood vessel, the surgeon felt that surface of the suture was rough. The surgeon tried to suture with another needle-suture, but it was also rough. They seemed a little frayed. There were no patient consequences reported. Additional information was requested.